Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) failed to deploy as the plug did not separate from the device. Manual compression was applied to complete the procedure. There was no reported patient injury. The physician was certified to use exoseal vcd. The device was stored and prepared in accordance with the instructions for use (IFU). No visible device or package damage prior to use. Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, avf, or pseudoaneurysm. The introducer sheath used (manufacturer, model, and french size) was unknown. The procedure was performed with a retrograde approach. The exoseal vcd was used during an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and the device and vascular sheath introducer were retracted together until the flow significantly slowed or stopped. The femoral site had not been previously closed within 30 days. There were no difficulties connecting the sheath with the vcd, no resistance or friction during advancement, and the sheath was not kinked. The sheath was retracted until the hub engaged with the indicator wire cowling and locked with an audible click. However, the device and sheath were not retracted until the indicator window turned solid black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show red or black, and the vcd was securely locked with the sheath. The device was not released when the indicator displayed black white. The deployment button was fully pressed and flush with the handle. There was no issue or damage with the deployment lever. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found fully deployed. A 7f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. No additional malfunction codes were observed during this analysis. A dimensional analysis of the delivery shaft inner diameter was conducted. The result obtained was within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. No anomalies were observed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿¿ was not observed through analysis of the returned device since the device was able to be successfully deployed during the analysis. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. It was reported that the exoseal vcd and sheath introducer were not retracted until the indicator window changed to solid black. It is possible that handling issues contributed to the reported event, since window indication is used to determined appropriately lever depression and consequent plug deployment. It is unknown if there were issues with the change in the indicator window that may have led to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to deploy as the plug did not separate from the device. Manual compression was applied to complete the procedure. There was no reported patient injury. The physician was certified to use exoseal vcd. The device was stored and prepared in accordance with the instructions for use (IFU). No visible device or package damage prior to use. Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, avf, or pseudoaneurysm. The introducer sheath used (manufacturer, model, and french size) was unknown. The procedure was performed with a retrograde approach. The exoseal vcd was used during an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and the device and vascular sheath introducer were retracted together until the flow significantly slowed or stopped. The femoral site had not been previously closed within 30 days. There were no difficulties connecting the sheath with the vcd, no resistance or friction during advancement, and the sheath was not kinked. The sheath was retracted until the hub engaged with the indicator wire cowling and locked with an audible click. However, the device and sheath were not retracted until the indicator window turned solid black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show red, and the vcd was securely locked with the sheath. The deployment button was fully pressed and flush with the handle. There was no issue or damage with the deployment lever. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h4 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.